Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and other spasticity. It was reported on (B)(6) 2017 that too much baclofen from the pump was going into the patient¿s body. The date of the event was (B)(6) 2014. No further complications were reported or anticipated.